Manufacturer narrative:
Insulin pump received with cracked case from display window corner, scratched case, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. However, moisture damage at electronic assembly. Also, moisture damage on the keypad, motor and vibrator assembly during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that there was crack around the screen towards the battery compartment and around the back where fluid has gotten in and the bottom left side to the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.